Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, while the device was being applied on the fundus, the reload was stuck and the stapler was not able to fire. The component near the articulating part broke off. A new device was used to complete the case. There was no patient injury.